Event description:
The advocate stated the customer's glucose was tested one morning and the reading was 106 mg/dl. The advocate thought the reading was lower than usual, so the customer was taken to the hospital. The hospital meter tested the customer's blood glucose at 40 mg/dl. The difference between the customer's glucose readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate did not mention treatment, but the customer was most likely treated with glucose. The customer was still in the hospital at the time of the call. The advocate performed control tests while troubleshooting the customer's contour system and the results fell within the normal control range. No product will be returned for evaluation.